Event description:
Pump unexpectedly displayed a reset screen. The customer¿s blood glucose level was "over 500" mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. Reportedly, the customer continued to use the pump for insulin therapy.